Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred as the result of heat out of standard values. The xenon lamp cannot be cooled correctly due to the broken fan and the accumulation of dust inside the product. The fan deterioration is likely due to wear and tear damage caused with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
The event happened during a diagnostic colonoscopy procedure. The light source stopped and the subject device had a part of the fan deteriorated.

Event description:
It was reported, the subject device had a part of the fan deteriorated. The issue occurred during an unspecified procedure and was completed using with another device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.